Manufacturer narrative:
Reported event of peg tube detached/separated. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during an esophagogastroduodenoscopy with percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, while pulling the peg tube out of the patient, the peg tube was detached at the transition zone between the hard and the soft plastic. Half of the peg tube was still inside the patient and the guidewire was sticking out. The detached part was retrieved by using a snare and by pulling the guidewire out. The procedure was completed with a new endovive safety peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.